Manufacturer narrative:
Analysis of the wireless recharger (serial #: (B)(6) revealed the led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery lamp would continue to light up and down. The device was charged once a week, but the battery started blinking on saturday. Long-press was attempted several times, but it did not change. Unknown if any factors led to the issue. A replacement was sent. No symptoms reported.